Event description:
Report received from the USA stating that during service it was found that a piece was missing from the device. The date of the event is unknown. It is unknown if the device was used in surgery. It is also unknown if injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).